Manufacturer narrative:
Investigation summary: bd received a sample and photo from the customer facility for investigation. The sample and photo were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use foreign matter was discover on the cannula with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter, translated from chinese to english: customer complaint, before use, they found 1ea msn has fm on the IV cannula.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discover on the cannula with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter, translated from (B)(6) to english: customer complaint, before use, they found 1ea msn has fm on the IV cannula.